Manufacturer narrative:
Trackwise ID# (B)(4). The lot # 25152205 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. The device was returned to the factory for evaluation on 11/03/2020. An investigation was conducted on 11/19/2020. A visual inspection was conducted. Signs of clinical use and evidence of blood and tissue was observed on the c-ring as well as on the harvesting device jaws. There were no visual defects observed on the harvesting device. The metal rod of the c-ring was observed to be disconnected from the c-ring body. The c-ring was observed to be intact, no visual defects were observed. A mechanical evaluation was conducted. The toggle on the cannula was manipulated to retract and extend the c-ring. The c-ring would not retract, however the metal rod would retract. Based on the returned condition of the device, the reported failure "mechanical issue" was confirmed as well as for the analyzed failure "break; c-ring".

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro vh-3500. P.a. Attempted to ligate a branch to the greater saphenous vein, and the c- arm would not retract. They had to change out probes, no harm to the patient.

Manufacturer narrative:
(B)(4). Corrected section: h-3 device not eval provide code: from "other" to "device evaluation anticipated, but not yet begun."

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro vh-3500. P.a. Attempted to ligate a branch to the greater saphenous vein, and the c- arm would not retract. They had to change out probes, no harm to the patient.

Manufacturer narrative:
Trackwise ID# (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro vh-3500. P.a. Attempted to ligate a branch to the greater saphenous vein, and the c- arm would not retract. They had to change out probes, no harm to the patient.